Event description:
I'm reporting sleep safe medical beds used for autistic and other individuals with severe cognitive issues. There have been multiple online posts saying that in a fire because of locking mechanism that the children who are locked in this bed cannot get out which is the point of the device, however again there's no fire safety exit point and these children and even adults who use these beds cannot get out and suffer from physical and or mental disability so, even if there was a mechanism to unlock the door. They would be unable to physically understand, let alone use. A fail safe exit in an emergency the bed is basically like a timeout room one way in and out, and the only one who can get access to the individual in case of emergency medical or fire is the caretaker. Https://sleepsafebed.com/.